Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to falsely detecting a loaded set. The error was experienced during the evaluation of the device and was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump it falsely detected a loaded set when no set was present. Any patient injury is unknown.